Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a condensation on the pilot balloon and 1.4 cc was collected after a week of intubation. When they tried to suction after 5 days, 1 cc was able to be suction. They suctioned 3.2 ml of water in the cuff on july 12, 3 ml on august 19, and 0.5 ml on august 22. They replaced it with a custom-made tube.